Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges thermal issue, nausea, and humidifier not working. There is no allegation of serious or permanent harm or injury. No medical intervention was reported by the patient. The device has not yet been returned to the manufacturer for evaluation. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. If any additional information is received, a follow up report will be filed.